Event description:
It was reported that during the implant procedure, the physician noted a dissection of the coronary sinus due to the catheter. The patient was treated with standard clinical medication. The patient was in good condition prior,during, and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Treated with standard clinical medication